Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to manual insulin therapy.